Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a previous episode in which an inappropriate shock was delivered for intermittent ventricular tachycardia (vt) that broke before the shock was delivered. It was noted that there was a separate episode in which this patient received an appropriate shock however it did not convert this patients rhythm. Technical services (ts) discussed considering defibrillation threshold (dft) testing as this was not performed at the original implant. This patient had gained weight, and their heart was enlarged and ejection fracture worse. Additional information was received from the field representative that they checked this s-ICD and this system shock impedance measurements were within normal range. There is no plan yet for this patient. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.